Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss and blank display. The customer¿s blood glucose level was 69 mg/dl at the time of the incident. Troubleshooting was not completed. Customer states the type of battery in use is (B)(6). The insulin pump will not be returned for analysis.